Event description:
This customer reported an inability to pace a pt. There was no impact to the involved pt.

Manufacturer narrative:
Philips field service engineer evaluated the defibrillator. The reported symptom could not be reproduced. The defibrillator passed all testing. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.